Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned for evaluation.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the video system center screen suddenly turned half white and half black during a diagnostic upper screening test. After disconnecting the scope (gif-h170) and reconnecting it, the problem recovered. The procedure was canceled due to the reported event. There were no reports of any missed critical diagnosis, delay of critical treatment, or that the procedure was being done emergently/urgently.